Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. Customer states the lancet scratched her skin; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.